Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion wad located in the severely calcified and mildly tortuous proximal fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced to dilate the target lesion. Upon first inflation using a syringe, the balloon ruptured. The balloon was successfully removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).